Manufacturer narrative:
No reported patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. DHR review for part #310.510, synthes lot#u247008. Release to warehouse date: 25-aug-2016, 19-sep-2016. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during inspection of devices returned to the loan department it was noted the drill bit is broken. It is not known when the breakage occurred. No patient involvement was reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: customer quality conducted an investigation of the returned device. The visual inspection of the returned drill bit has shown that a part of the cuttings are untwisted and approximately 20 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and strongly damaged. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities documented. Measurement outer diameter ø1.8:. Gage: 3-03-17585. Tolerance ø1.8 +0.01/-0.014. Result: ø1.8 "pass". Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.